Event description:
The customer reported that they are getting a speaker malfunction error, there was no audio. No death or patient /user injury or harm was reported. The device was not in clinical use at the time of the alleged malfunction.